Event description:
It was reported the patient¿s implantable neurostimulator (ins) may have been flipped but the flip was not confirmed at the time of report. It was stated the patient¿s ins needed to be removed a couple years after it was implanted because the wires had migrated and wrapped around the battery pack so the patient¿s therapy quit working.

Manufacturer narrative:
Product ID: 3889-28, lot# v610601, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).